Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The health care provider (hcp) had issues with the green tool tracker rotating during a procedure (also reported as damaged). A different company's driver was being used with the green tool tracker. The green tool tracker was attempted to be used with the manufacturer's driver and the tool tracker would not lock on the driver. The issue occurred during tool verification pre-operatively. There was less than 1 hour delay in surgery. There was no impact on patient outcome. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the driver was removed from the green tracker and a new tracker was used for the duration of the case.

Manufacturer narrative:
Device lot number and UDI updated. A medtronic representative went to the site to test the navigation system. He hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Analysis of the returned product determined the tracker to be damaged. The tracker was not able to receive known good instruments. There was evidence of severe galling inside the handle preventing instrument insertion. Otherwise, with markers attached and fully seated, the tracker returned a good geometry error. (B)(4). If information is provided in the future, a supplemental report will be issued.